Event description:
During an internal investigation of a customer complaint (pr# (B)(4)) it was determined that several lots of dpb1 ssp unitray kit (catalog # 54070d) were affected. An incorrect reactivity assignment of dpb1 29:01 as positive in lane 39 would result in a no type.

Manufacturer narrative:
The internal investigation has determined that product labeling will need to be updated to reflect the correct designation of lane 39 as negative for dpb1 29:01. Additional investigation activities are ongoing and will be reported in the follow-up report.